Event description:
It was reported that when attempting to program this pacemaker system in bipolar for a magnetic resonance imaging (MRI), this pacemaker system exhibited high out of range pacing impedance measurements. The measurements for the right atrial (ra) lead were 2083ohms. Technical services (ts) was contacted and recommended further evaluation. The patient was successfully programmed for the MRI and presented no anomalies after the scan. This ra lead remains in service. No adverse patient effects were reported.